Event description:
It was reported that the biomed had the arctic sun device that smells like burnt electronics when it was powered on. They were going to take the covers off the unit and investigate, they will send pictures and call back to discuss.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that smells like burnt electronics when it was powered on. They were going to take the covers off the unit and investigate, they will send pictures and call back to discuss. Per sample evaluation results on 28feb2025, the power connector from the chiller assembly to the same ac main voltage circuit card also had signs of overheating and was found to be turning dark brown.

Manufacturer narrative:
The reported issue was confirmed. During evaluation, it was found that there was a burned and opened connection between the ac main voltage circuit card and the power inlet module. The module was also found melted. No repairs were made as customer decided to exchange the entire unit for a new stat unit. The power connector from the chiller assembly to the same ac main voltage circuit card also has signs of overheating and was found to be turning dark brown. No repairs were made as customer decided to exchange the entire unit for a new stat unit. Root cause: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided". CAPA 1405844 has been opened for this failure. Correction: b, d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.